Event description:
It was reported that during a da vinci si hysterectomy procedure, the endowrist one vessel sealer instrument would not seal. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering did not confirm the reported issue. Visual inspection showed no damage to the conductor wires. Electrical continuity testing from pins to grips passed. Additional observation not reported by the customer was a dislodged instrument's snake wrist. The distal most disc was dislodged from the middle disc. Motion will not be intuitive due to wrist disc dislodgment. Evidence not conclusive, but dislodged damage may be due to mishandling. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.